Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced slow flow. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 100% stenosed, 3.0mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 3.0x20mm apex balloon. Following predilation, recoil and slow flow were present. The physician deployed a 3.0x24mm taxus liberte and 3.5x12mm promus stents in overlapping fashion. Beyond the stents, the patient continued to experienced slow flow. The patient was treated with heparin and aggrastat. A catheter was advanced down the lad to give intracoronary adenosine, as well as several flushes of fresh blood. The patient continued to have slow flow and st elevation an intraaortic balloon was placed. One day post index procedure, the patient reported having epigastric pain. An electrocardiogram revealed st elevation and cardiac catheterization was recommended. Treatment to the mid lad consisted of angioplasty and placement of a 2.25x24mm taxus atom stent. Post dilation was performed. Residual stenosis was 0%. The patient also experienced an event of peritoneal bleed. A computerised tomography scan of the abdomen and pelvis without contrast revealed a large right-sided retroperitoneal bleed extending into the right pelvis with minimal extension into the left. The patient's hemoglobin dropped to 8.1 g/dl and hematocrit was 24%. The patient was treated with two transfusions of whole/packed red blood cells. Global use of strategies to open occluded coronary arteries (gusto) bleeding classification was severe. An echocardiogram suggested an akinetic apex and "mild amounts of thrombus may have been forming" and the patient was placed on coumadin. The patient was discharged 5 days later on aspirin and prasugrel. Per the physician, the event was not related to the taxus stent.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).